Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speeds were erratic; however, the repair was not completed because the customer requested the device be scrapped. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery that the unit had an inconsistent motor speed. There was no reported harm or injury to patient. A 20 minute delay was reported while the patient was under anesthesia. No additional graft was taken. The procedure was completed with the same device. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.